Manufacturer narrative:
(B)(4). The patient was born on an unspecified date in 1977. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was not hospitalized for the event. The cause of the event, treatment details, action taken with extraneal and physioneal therapies and the patient&#38112;recovery status were not reported. No additional information is available.